Manufacturer narrative:
Details of the complaint on (B)(6) 2019, bme (B)(6) at (B)(6) reported the bedside monitor (bsm-1753a sn:(B)(4)) spo2 was intermittently not working. The reading would go in and out if they wiggle the spo2 cable. Bme tried known working cables and probes. Service requested repair. Service performed the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. There are reports " the spo2 is intermittently not working on this unit " was duplicated (pictures uploaded into notification folder on t-drive.)t:\sap_data\notifications\072019\300178158. The root cause of the problem is the spo2 not working and also found physical damaged mother side bezel broken. That physical damaged customer abuse is not covered under warranty the unit needs to be following: ur-4239 dpu, input, nlms, bsm-1733 6121900417a mother side bezel, bsm-1700 all malfunctioning parts were replaced. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. Investigation results the bsm warranty began 06/20/2015, and the issue was reported after 4 years at customer facility. Review of device sap history found no previously reported issues with the unit. Evaluation of the unit at nka confirmed the reported issue. Unit was also found to have sustained physical damage. The root cause is determined to be failure of internal component due to physical damage. Issue was resolved upon servicing the unit and bsm was tested to operate within specifications. Unit was returned to customer on 09/10/2019. No further issues reported. The spo2 probe was used in conjunction with the bsm and is the device that experienced failure. Attempts to obtain the following information were made, but not provided: additional model information: model: ni. S/n: ni. Approximate age of the device: no serial number provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that the spo2 on bsm (bedside monitor) is intermittently powering on/off due to the loose fitting cable connection.

Manufacturer narrative:
The customer sent the unit in for evaluation. No patient injury or harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Additional model information: concomitant medical products: the spo2 probe was used in conjunction with the bsm and is the device that experienced failure. Attempts to obtain the following information were made, but no provided: model: ni, s/n: ni, approximate age of the device: no serial number provided, so the age of the device is unknown, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the spo2 on bsm (bedside monitor) is intermittently powering on/off due to the loose fitting cable connection.